Event description:
Paramedics attempted to administer a shock to a person diagnosed in cardiac arrest. The device allegedly displayed the message "connect cable" when the operator attempted to charge the defibrillator and use of the device was inhibited. The therapy cable was removed and the operator attached the optional external paddles. The device allegedly continued to display the message "connect cable" when the operator attempted to charge the defibrillator and use of the device was inhibited. The pt was not resuscitated. The reporter did not know if the alleged malfunction may have caused or contributed to the pt's death.